Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated circuit. Analysis confirmed the low battery voltage and found that it was due to high system current drain. Analysis isolated the excess current to the rfm which had a collapsed adt0 voltage. These findings are consistent with a current leakage path due to a resistive short in the rfm substrate. The physical location of the short was not determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) displayed an sudden decrease in battery voltage resulting in unexpected battery depletion. The ICD was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.